Event description:
It was reported that during priming, one unit of polyflux 210h had an external saline leak from the header. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 the actual device and a video were provided for evaluation. Visual inspection of the provided video shows the product during treatment. The water leakage was visible; however, the location of the leak was not clearly visible. Visual inspection of the actual device shows the welding seam and damage on the supporting ring. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1 and e1. E1: initial reporter phone no: ni, previously reported as asku. Should additional relevant information become available, a supplemental report will be submitted.